Event description:
Customer alleged that when the CPR was activated the head section would not lower.

Manufacturer narrative:
A follow up report will be sent once the customer discloses their investigation.